Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer reported that the blood glucose level was not coming down from 300 mg/dl to 500 mg/dl and he reported that it was due to basal rates not being programmed correctly. The customer also was hospitalized for non-diabetic issue last month due to kidney failure. The insulin pump will not be returned for analysis.